Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap nissen fundoplication procedure, the buttons would not work. They used a second like device and it had issues with the buttons. They completed the case with the second device by pushing the buttons several times. There was no adverse consequence to the patient.